Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) developed a hematoma. A pocket evacuation was performed to address the issue. The device remains in service. No additional adverse patient effects were reported.